Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included ovarian cyst and pregnancy. Previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and uterine infection ("infection : uterine infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, bladder disorder, urinary tract disorder and uterine infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, pelvic pain, urinary tract disorder and uterine infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), abdominal pain, bladder problems and urinary problems. (B)(6) 2014 (as written per pfs, please note discrepancy. Most recent follow-up information incorporated above includes: on 27-oct-2019: pfs received. Events ; infection : uterine infection, essure confirmation test(s) conducted, specify no were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), abdominal pain, bladder problems and urinary problems. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was replaced with new events- dysmenorrhea (cramping), abdominal pain, bladder/urinary problems. Reporter information and patient demography was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.